Event description:
The customer contacted stryker to report that their device shut down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker found that the locking clips on the battery were broken. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.